Event description:
It was reported that a cgm error 42 occurred, despite efforts by technical support to guide the customer through a complete pump reset. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirming the customer's shipping address, and instructed the caller to return the problematic pump using a pre-paid label within 10 days. The caller was informed about the procedure to put the pump into storage mode prior to its return and agreed to continue using the current pump as backup therapy to ensure uninterrupted insulin delivery.